Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after restarting on the ilet and adjusting the target to a higher setting per clinician direction, with subsequent automated correction associated with a drop in glucose; the user managed lows by snacking on grapes and crackers, and reported time below range with a lowest reading of 67 mg/dl. Symptoms included a low blood sugar feeling. Outcomes included temporary interference with daily activities requiring oral carbohydrate intake. Investigation included review of synced device reports and user interview, along with troubleshooting and education on settings and management. Investigation of this case revealed no device alarms and suggested hypoglycemia with unclear cause, with the correction feature temporally associated with the low. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.